Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. The lot was not provided; therefore, the manufacturing records could not be reviewed. Additional information reported: patient allergies: banana, coconut, pineapple, demerol, codeine, iodine contrast media, percodan (oxycodone), aspirin, insulin glargine. Patient comorbidities: stroke, myocardial infarction, fibromyalgia, brain tumor (benign), chf, chronic kidney disease, diabetes, depression, anemia, pneumonia, sleep apnea original date of implant was (B)(6) 2017 and included repair of large paraesophageal hernia with mesh and linx placement. Patient was dilated 2 times with subsequent steroids prior to removal. Additional information was requested, and the following was obtained: what is the lot number of the linx device? Unknown. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Unknown. Can you please follow-up with the surgeon and ask the following? What was the sizing technique that was used (sizing of the esophagus instructions per the IFU or another technique)? Sizing per IFU instructions. Did the patient have an autoimmune disease? Fibromyalgia. Is the patient currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Stroke, heart attack, brain tumor, chf, ckd, diabetes, depression, anemia, pneumonia, sleep apnea. How severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? No. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Recurrent hiatal hernia. Was the device found in the correct position/geometry at the time of removal? At or slightly above diaphram.

Event description:
It was reported that post implant of lxmc17, the patient had persistent dysphagia, then had a recurrent hiatal hernia. The device was at or slightly above the diaphragm. The patient had the hiatal hernia repair and had a toupet fundoplication. Unknown additional next steps.